Event description:
Pt called back and re-reported previously documented information from this case. Pt wanted to know if them receiving stimulation in their right thigh, sometimes their calf/ankle was normal. Pt wondered if the implanted neurostimulator (ins) was "malfunctioning" because the trial worked great, but they weren't getting the same relief from the ins. Patient services specialist (pss) reviewed role of rep and provided the pt with the nas number. Pss re-directed the pt to their hcp. Pt noted they will work with their rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they only felt their stimulation on one side/their right leg and hip. The pt did not provide an event date. Pt could not feel any stimulation on their left area. Pt stated they had a trial for 3 groups and group c helped but not 100%. Groups a and b were newly put in. Pt stated they couldn't walk too far and couldn't stand too long. Pt noted the discomfort went away when they would sit down. Pt was escalated during the call. Patient services (ps) redirected pt to their hcp/representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. They reported, that they are not getting relief on the left side of their body. Patient stated, they can feel stimulation/ tingling on the right side only, but no tingling on the left side. And they want to know if they should feel stim on the left side. Patient stated, they met with a manufacturer representative (rep) for programming. Patient stated, the therapy helps, but not where they want it. Patient stated, they usually turn stim off at night. Patient stated, this has been an ongoing thing with the programming, since implant. Patient stated, they are getting pain across the middle of their lower back. Patient said, they are able to walk a little more than before the implant. Patient reported, it is difficult to stand in the kitchen to make a sandwich and they can't stand very long. Patient mentioned, yesterday they went to the pharmacy to pick up some medicine and couldn't wait to get to their car to sit down to let the discomfort go away. Patient asked, if they should be feeling stimulation on both sides of the body. Agent reviewed programming is different for everyone and the body takes time to adjust to programming. Agent reviewed device /therapy function. Patient stated, they will contact rep for assistance. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.